Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2006; 5071-53 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The ICD was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.